Manufacturer narrative:
Device evaluation indicated that the complaint of loss of stimulation due to lead migration was confirmed. Visual inspection revealed all electrodes except #2 and #3 were completely dislodged from the paddle. One electrode was not returned. Both tails were cut approximately 1.5 inches from the paddle end. The cut tails were the result of the explant procedure and do not constitute a failure.

Event description:
A report was received that the patient¿s stimulation was not working. The patient underwent a lead revision, during which, it was discovered that 12 electrodes were missing in the lead. All electrodes, lead and ipg were removed. The patient was doing well post-operatively.